Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 08-jan-2021, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 04-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that the day after the index procedure complete stent graft thrombosis was observed. The stent graft system was explanted and an aorto-bifemoral bypass carried out. As per the physician, the cause of the event was due to the patient¿s severe pre-existing ilio-femoral occlusive disease. No clinical sequelae were reported and the patient is fine.